Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2014, the reporter contacted animas alleging that the pump was not recognizing the battery when entered and required being inserted multiple times to get it to work. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 07/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/02/2014 with the following findings: the original complaint could not be confirmed or duplicated during investigation. The pump powered on with the returned battery cap to a dim discolored display. The battery cap was unable to fully tighten. A power loss was not duplicated. There was a crack in the battery compartment. There was no information in the black box history from the date of the event. The pump was exercised for 24 hours with no pump reboots, no loss of power, and no call service alarms duplicated. Current draws were within specifications and there was no evidence of moisture or loose components inside the pump when the case was removed. There was no evidence of intermittent contact on the battery terminal contacts. Unrelated to the original complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.